Event description:
Per incident report, "during a chest procedure, the suction equipment was not able to achieve enough to suck the clots out of the chest. The suction canister was too flexible and kept bucking up and against itself. This was a catastrophic equipment failure because the surgeon was unable to clear the chest to see what was bleeding. If there was something to suture, he would not have been able to because there was so much blood in the field. The pt expired at 1837." Per conversation with customer contact, they "don't really know what caused her (the patient) to expire."

Manufacturer narrative:
Unfortunately, no product sample was provided by the customer to date; therefore, an evaluation of the complaint device for deficiency of construction could not be performed. If samples are rec'd, they will be evaluated and an addendum to this investigation will be performed. No lot number was reported so the DHR (device history record) could not be reviewed. The crd liner will "suck up" or "collapsed" only if no corresponding vacuum is applied to the outer part of the liner as it is being applied to the inner side. Our hardware and disposable liner system, when properly assembled, provide vacuum to the liner through the lid vacuum port and vacuum to the outside of the liner at the hard canister side port vacuum port. Unfortunately, without a product sample and lot number, the root cause of the reported problem could not be determined.